Event description:
The advocate stated that the customer tested her blood glucose and rec'd a reading in the 400's (mg/dl) using her breeze2 meter. She retested using another meter and rec'd readings in the 200's (mg/dl). Depending on the actual readings, the difference between the customer's glucose readings could fall in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips were returned for eval. Replacement test strips were sent to the customer.